Manufacturer narrative:
Patient information was unavailable from the site. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a cranial resection, the patient tracker could not be recognized. The emitter was adjusted and the issue was not resolved. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.